Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that on (B)(6) 2019 the patient went through a psf (posterior spinal fusion) surgery to treat dish (diffuse idiopathic skeletal hyperostosis) on l1 left. Total six screws (04.607.402s) were implanted and surgeon indicated that those screws might backed out. It is unknown procedure are delayed. The patient outcome is unknown. Concomitant device reported: polyaxial 3-heads (part# 04.607.402s, lot# unknown, quantity 5), unknown sleeve (part# unknown, lot# unknown, quantity unknown), unknown uss nut (part# unknown, lot# unknown, quantity unknown), unknown pedicle screws (part# unknown, lot# unknown, quantity unknown), unknown rod (part# unknown, lot# unknown, quantity unknown) this is report 1 of 1 for pc-(B)(4).